Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 28 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent identified stent damage with struts in the mid-section of the stent lifted from their crimped position. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion identified no issues. An examination (visual and via scope) identified no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17nov2020. It was reported that crossing difficulties were encountered. The target lesion was located in a tortuous and highly calcified distal right coronary artery. After a non-boston scientific guidewire crossed the lesion and predilatation was performed with a non-boston scientific balloon catheter, a 28 x 2.25 promus premier drug-eluting stent was advanced but failed to cross the lesion. Subsequently, dilatation was performed at high pressure and the procedure was completed after post-dilatation of another stent. There were no patient complications and the patient was stable. However, returned device analysis revealed stent damage.